Manufacturer narrative:
The 80 cm. Powerflex pro 7 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.). Therefore, the product was exchanged for a same size non-cordis bc to complete the procedure successfully. The procedure was finished successfully. There was no reported patient injury. The target lesion was a dialysis shunt vessel. The lesion was reported to be: a (B)(4) stenosis, moderately calcified and not tortuous. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be either unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; did the balloon burst; did the shaft burst; did the balloon deflate normally; how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily, from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s); type / brand: if cordis product provide catalog/lot information. No additional information was available. The product was returned for analysis. A non-sterile powerflex pro 7mm x 4cm 80cm balloon catheter was returned. Per visual analysis, the balloon looked like it had been previously inflated and deflated. No other anomalies observed. Per functional analysis a leak test was performed and a leakage was observed near to distal end of the balloon. Per sem analysis the external surface revealed evidence of scratches that could be related to the balloon pinhole. The internal surface and distal marker band did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17387946 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of (B)(4)) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received: the product was returned for inspection on april 14, 2016. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 7 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.). Therefore, the product was exchanged for a same size non-cordis bc to complete the procedure successfully. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was a dialysis shunt vessel. The lesion was reported to be: a 99% stenosis, moderately calcified and not tortuous. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be either unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; did the balloon burst; did the shaft burst; did the balloon deflate normally; how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon seem to stick to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily, from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s); type / brand: if cordis product provide catalog/lot information. No additional information was available.